Event description:
A revision surgery was performed due to infection. Patient had a journey ll cr knee done some time ago. The journey ll knee was removed and a gen ll ldk sz 3 cr femur and a sz 2 9mm all poly tibia was cemented in as a spacer until infection is cleared up.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.